Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained. Samples were recently received and forwarded for evaluation to the supplier where we purchase the product from. As soon as the investigation is complete, a supplemental report will be filed.

Event description:
Customer states tubes are not filling properly, lot a21073ec [article 1]. These are 3 ml tubes and they are only filling about 1/3 of the way. Customer states filling issues with 454334, lot a211136t [article 2]. To better understand the customer was interviewed for clarification on the following questions, which are based on the IFU for the vacuette blood collection coagulation tubes: please confirm underfilling is occurring with both lots a21073ec and a211136t. Answer: the only lot we are having issues with at this time is a21073ec. What types of devices are being used when the tubes are underfilling (e.g. Safety blood collection set, straight needle, syringes)? Answer: straight needle and syringes. When a safety blood collection set is used, is a discard tube drawn before the coagulation tube as per IFU? Answer: no winged infusions have been used at this time. Are phlebotomists holding the tube in the holder with their thumb until the tube is completely filled as per IFU? Answer: yes. These are seasoned phlebotomists. Is this occurring with multiple phlebotomists? Answer: yes. How much under the fill arrow are the tubes underfilling for lot a211136t? Answer: not having any issues with this lot. But for the lot affected, sometimes only 1/3 of the tube is being filled. Do you have photos displaying underfilling of lots affected? Answer: no.

Manufacturer narrative:
Received 12 racks and 114 loose pcs 454334/a21073ec for evaluation. No customer pictures were received. We have no remaining inventory of the material/batch. We have no further complaints for the material/batch. We forwarded the complaint and samples to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, review of production documentation revealed no deviations in association with the reported issue. Samples were tested with regards to level mark, draw volume and additive. Tubes were verified to have the correct fill guideline position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. No deviation in draw volume or additive could be observed in the tested samples. All tubes were within tolerance range. The alleged event could not be duplicated. Corrected data: h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.